Event description:
The reporter stated that the surgeon had noticed a tear in a 15.0 diopter implantable collamer lens model micl12.1-mm upon receipt. There was no pt contact or injury.

Manufacturer narrative:
Results: a visual inspection of the returned product shows a small tear in one plate haptic. There is clear surgical residue on the lens. A work order search was performed for similar complaints and no similar complaints were found within the search.